Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. It was noted there was mass on the right atrial (ra) lead. The patient is enrolled in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.